Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: " visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the appearance of the operation unit, video connector, and light guide connector. Visually check that the electrical contacts of the video connector are not corroded. Visually check that there are no cracks, dents, edges, scratches, or other abnormalities on the appearance of the insertion part. Visually confirm that there are no abnormal slack, bulges, dents, scratches, holes, or metal wires sticking out from the inside of the covering material of the curved part.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope exhibited air/water leakage at the connector. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the adhesive around the objective lens was peeling, which had been attributed due to stress of repeated use, deterioration, external factors, or handling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Due to damage on the light guide-cover glass, water tightness was lost. Additionally, the evaluation revealed the following findings: adhesive around objective lens was peeled, adhesive on bending section cover (a-rubber) had a chip, video connector had a crack, due to wear of angle wire, bending angle in the upward direction did not meet the standard value. Video connector case had a crack, and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.